Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this evfxplus-29 in a patient presented with "extremely hostile" anatomy and thick calc ification, a pre-implant balloon valvuloplasty was performed due to calcification. There was concern that chunks of calcium could potentially cause occlusion following the procedure. A contrast injection was used to assess coronary perfusion. The right coronary ar tery demonstrated sluggish and delayed perfusion, prompting the team to take protective measures. After valve deployment, the patient's blood pressure dropped, and a post-dilation was performed with a 22 mm non-medtronic balloon. A snorkel stent was deployed. Despite these interventions, the blood pressure did not improve, and an ascending aorta dissection extending to the root by the right and non-coronary cusps was identified. Upon further review, it appeared the dissection occurred after the valvuloplasty but was not recognized until after full deployment. The team converted to open surgery to repair the dissection and replaced the valve with a non-medtronic surgical valve. A surgical aortic valve replacement was performed and the transcatheter valve was explanted. The patient remained on the table awaiting weaning from cardiopulmonary bypass. The procedure was delayed by approximately 4-hours. The patient passed away the following day. The physician assessed that the procedure contributed to the dissection, but the medtronic device did not.

Manufacturer narrative:
Updated data: b5. Added second paragraph. D3. D4. H4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this evfxplus-29 in a patient presented with "extremely hostile" anatomy and thick calcification, a pre-implant balloon valvuloplasty was performed due to calcification. There was concern that chunks of calcium could potentially cause occlusion following the procedure. A contrast injection was used to assess coronary perfusion. The right coronary artery demonstrated sluggish and delayed perfusion, prompting the team to take protective measures. After valve deployment, the patient's blood pressure dropped, and a post-dilation was performed with a 22 mm non-medtronic balloon. A snorkel stent was deployed. Despite these interventions, the blood pressure did not improve, and an ascending aorta dissection extending to the root by the right and non-coronary cusps was identified. Upon further review, it appeared the dissection occurred after the valvuloplasty but was not recognized until after full deployment. The team converted to open surgery to repair the dissection and replaced the valve with a non-medtronic surgical valve. A surgical aortic valve replacement was performed and the transcatheter valve was explanted. The patient remained on the table awaiting weaning from cardiopulmonary bypass. The procedure was delayed by approximately 4-hours. The patient passed away the following day. The physician assessed that the procedure contributed to the dissection, but the medtronic device did not. Additional information was received indicating that per the physician the valve, the dcs, and the guidewire did not contribute to the vascular injury. The valve and dcs can also be excluded as contributing factors to the patient's death. Per the physician, the cause of death was a combination of an ascending aortic dissection and a root rupture. Of note, the patient had heavily calcified anatomy that was described as "hostile" and "risky". The patient's anatomy may have contributed to the cause of death.